Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient underwent a drg trial implant procedure. The physician was able to successfully place a trial lead at the l5 level, however when the physician attempted to place a trial lead at the l4 level a cerebrospinal fluid (csf) leak occurred. The physician elected to not place a lead at l4. The patient experienced a headache following the procedure and was directed to drink caffeine and lay flat. Follow-up information indicated the patient's headache was resolving and the patient desires to have a permanent drg system implanted.